Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were not able to clear the alarm. Insulin pump was exposed to moisture and insulin pump error alarm again occur and not rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of device

Manufacturer narrative:
Customer returned insulin pump for an alleged exposure to moisture and pump error 43 found on 24-may-2022. Insulin pump received with an unresponsive keypad. Unable to displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test due to unresponsive keypad. Insulin pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector, electrical board 1, electrical board 2, force sensor, and motor. Swapped out case and successfully downloaded history files and traces. Stuck button alarm was found in the history files on 05/25/2021 01:43:23.000. Insulin pump did not pass the keypad voltage test. Confirmed insulin pump alarmed pump error 43 on 05/24/2022 16:10:14.000 in the pump downloaded history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad flex connector, electrical board 1, and electrical board2. Exposure to moisture was confirmed on electrical board 1, electrical board 2, force sensor, motor, and keypad flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.